Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the output connector assembly and lower case were broken. Analysis also found the upper case was dented and the encoder nuts were not torqued to specification. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.